Event description:
It was reported that the dependent patient presented to the ER after experiencing dizziness and passing out. The patient had syncopal episodes for the past month. Loss of capture was observed. When capture threshold tests were performed, capture returned with normal values, and the loss of capture could not be reproduced. Increased pacing lead impedance was also noted. The lead was capped and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).